Event description:
During an acl reconstruction, the screw cracked the b-t-b graft. Sales representative for smith+nephew confirmed that the surgeon tapped the insertion site with our 9mm tap for calaxo screws, inserted the screw and the bone block of the graft cracked. The screw and graft were left in place as fixation was achieved. No delay took place and no patient injury or complications resulted.

Manufacturer narrative:
The report is based upon information obtained by smith & nephew inc. Endoscopy div., which the company may not have been able to investigate or verify prior to the date required by FDA. This report does not constitute an admission that the device, smith & nephew, inc. Endoscopy div. Or its employees caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, smith & nephew, inc. Endoscopy div. Or its employees, that the report constitutes an admission that the device , smith & nephew., inc. Endoscopy div. Or its employees caused or contributed tothe event described in the report. Device is not being returned for evaluation as it remains in the patient providing fixation.